Event description:
On (B)(6) 2011, the patient's daughter reported, the patient noticed insulin in the cartridge compartment of the infusion device yesterday. She stated it looked as if the cartridge was leaking from the plunger because, there was condensation on the walls of the cartridge. She was instructed to clean the cartridge compartment of the infusion device. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The insulin cartridge was requested to be returned for evaluation.